Event description:
It was reported that while using bd onclarity hpv assay reagent pack, results did not display for fifty samples. There was no patient impact reported. The following information was provided by the initial reporter: "customer claims that samples that were tested in the instrument are not documented in the instrument and on bd synapsys. Customer claims that after removing the t-racks, results were displayed on the bd cor aio screen, but later on when they wanted to get the results from bd synapsys, they found no trace of them - no data, not under ongoing."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that while using bd onclarity hpv assay reagent pack, results did not display for fifty samples. There was no patient impact reported. The following information was provided by the initial reporter: "customer claims that samples that were tested in the instrument are not documented in the instrument and on bd synapsys. Customer claims that after removing the t-racks, results were displayed on the bd cor aio screen, but later on when they wanted to get the results from bd synapsys, they found no trace of them - no data, not under ongoing."

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. There was no report of serious injury, medical information, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.